Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there a derailed grip cable at the distal pulley that was also frayed. The derailed grip cable was found wrapped around the distal clevis and grips at distal end. The grips could still open and close but movement may not be precise. The same grip cable was frayed and had multiple strands sticking out at wrist. After further inspection, there was additional damage found on pulley at distal end. The distal idler pulley exhibited two small indentations along edge. No other damage found. Evidence not conclusive, but damage to pulley was likely due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the cable on the mega suturecut needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.